Event description:
Rptr complains of many physical and memory problems: bowel and bladder, severe pain of legs and shoulders, carpal tunnel surgery, swollen lymph nodes (surgery for removal behind eye) muscle weakness, dry eye and mouth, twitching eyes, painful eye movement, sunburn type rash, pain/burning of chest, chronic fatigue, muscle aches, inability to walk, concentration problems and depression. Pt was in hosp in 1966 for heat-like problems.